Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the reported e vent. The service engineer (se) inspected the device and confirmed the reported condition. The se replaced the graphical user interface (gui) printed circuit board (pcb). The se performed self-testing on the device and all tests passed.